Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that when the customer was charging their pump, the pump began alarming "nonstop". Reportedly, the alarm was a steady tone and was not similar to "typical alarm beeps". It was also reported that the pump screen would not illuminate. During troubleshooting, tandem technical support attempted to assist the customer through a pump reboot; however, the issue continued to occur. The customer's blood glucose level was 200 mg/dl. It was confirmed that the customer had an alternate method of insulin delivery available.